Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 user reported experiencing low bg (blood glucose) of 46 mg/dl after not announcing breakfast, causing the ilet to deliver extra insulin. The user self-treated with glucose tablets and recovered without medical care. Follow-up on (B)(6) 2025 confirmed no further issues or lasting effects.